Event description:
It was reported that during the implant procedure, it was difficult to insert an atrial lead into the pulse generators header. After multiple attempts, the lead was able to be inserted into the devices header.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.